Manufacturer narrative:
The investigation determined that higher than expected vitros ammonia (amon) results were obtained from a single vitros liquid performance verifier (lpv) I fluid and two different non-vitros biorad control fluids using three different vitros amon slide lots tested on a vitros 350 chemistry system. The assignable cause of the high qc results obtained using vitros amon slide lots 1018-0254-2563 and 1018-0256-9804 was unknown as the events occurred in october 2020 and august 2021. No additional information concerning the events were provided by the customer. The assignable cause of the high qc results obtained using vitros amon slide lot 1018-0256-4628 was determined to be an instrument event related to microslide incubator contamination. Results of within run diagnostic precision testing demonstrated that the vitros 350 chemistry system was not operating as expected at the time of the event. Ortho field service actions included replacing the incubator evaporation caps and the sample metering proboscis and performing all necessary adjustments. Post service diagnostic precision testing results showed acceptable vitros amon performance indicating that service actions resolved the issue. Email address for contact office above is (B)(6).

Event description:
The investigation determined that higher than expected vitros ammonia (amon) results were obtained from a single vitros liquid performance verifier (lpv) I fluid and two different non-vitros biorad control fluids using three different vitros amon slide lots tested on a vitros 350 chemistry system. Vitros amon slide lot 1018-0254-2563: biorad lot 54350 level 3 amon result of 274.9 umol/l vs. The baseline mean of 220.0 umol/l. Vitros amon slide lot 1018-0256-9804: biorad lot 54350 level 1 amon result of 100.1 umol/l vs. The baseline mean of 19.0 umol/l. Vitros amon slide lot 1018-0256-4628: biorad lot 54350 level 1 amon result of 100.1 umol/l vs. The baseline mean of 19.0 umol/l. Vitros lpv I lot u8880 amon result of 106 umol/l vs. The midpoint of the rom value of 49.2 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report is number three of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).